Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . On (B)(6) 2017, it was reported that the blade was jammed and unable to open. On (B)(6) 2017, it was clarified that the issue occurred on (B)(6) 2017 during surgery. Another device was used to complete the surgery. There was no harm, injury or adverse events associated with the failure. There was a 16-30 minute delay to the procedure. There was no impact or damage to the harvested graft. On (B)(6) 2017, it was clarified that the device has been used 103 times in the customer¿s tracking system. The dermacarrier was at room temperature at the time of use. The device has not been repaired by someone other than zimmer biomet. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformance, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was december 4, 2015 where it was reported that the comb was not sitting correctly and the comb were replaced. The handle was dismantled to be cleaned and lubricated. This is not a related issue. As noted on november 8, 2017 per (B)(4), qa/ra compliance manager, (B)(4) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the (B)(4) repair database and should be documented within the complaint investigation. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on august 28, 2017 revealed that the pre-testing was unable to be performed as the comb was bent. The shoulder bolts, washers and nuts were to be replaced as well. The bottom roller was worn and the inside surface of the side plate was worn. The 3:1 cutter failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on august 28, 2017 which included replacement of the 3:1 cutter, left side plate, right side plate, bottom roller, synthetic bearing, belleville washers, shoulder bolts, cap nuts, bottom roller gear, comb and detents. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection there was no mention of the blade being jammed and not being able to open. The reported event was non-verifiable since during initial inspection there was no mention of the blade being jammed and not being able to open, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the blade was jammed and unable to open during surgery. There was no patient harm and a delay of less than 30 minutes. Initial inspection revealed the comb was bent. No adverse events were reported as a result of this malfunction.